Event description:
It was reported that the ilet lost stored information when connected to a charger, including sensor pairing, date and time, and cartridge and infusion set details, and a replacement device also displayed an unable to proceed message during setup; the medical device problem and device component involvement remained unspecified. Customer care provided support and to investigate further which included communication with the user, analysis of information provided, review of engineering logs, bluetooth re-pairing and data re-sync, and assessment of possible power loss or shutdown. Investigation of this case revealed no specific findings and insufficient information to attribute the loss of displayed infusion set and cartridge data to a defined device component or failure. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.